Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image was noisy. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the e315 error message and noisy image was poor contact with the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope displayed an e315 incompatible scope error message. The issue occurred during inspection for use. There were no reports of patient involvement.